Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag with an opened box and tray from the lot number provided in the report. The label matches the product returned. Two photos were provided and reviewed. The first photo shows the inside of the tray, where the trigger cord is wrapped around the handle, and one band is loose in the tray. The second photo shows the label on the box, which matches the report. Our laboratory evaluation of the product said to be involved could not confirm the report as it was described. The trigger cord wound on the two-way handle, the irrigation adapter, loading catheter, and one loose band in the tray were returned. The barrel and the remaining 5 bands were not included in the return. A visual examination of the returned device was performed. The handle was returned in the two-way position. The trigger cord was intact and not broken. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured between the knots and was within the tolerance. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved could not confirm the report as it was described. A definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Slippage of the band from the varix can occur if the endoscope is advanced beyond the banded site. The instructions for use caution the user: "passing endoscope over a previously placed band may dislodge band." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal variceal ligation, the physician used a cook 6 shooter saeed multi-band ligator. It was reported that the user started the ligation from the dentate line but 4 bands came off the target area during procedure. User then changed another same rpn device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.